Event description:
While opening for a case, the surgical technician found an unidentifiable object inside the sterile pack. We did open supplies onto the table and it all had to be replaced. Csp was called to bring a new lumbar laminectomy-lf pack to the room. We had to re-open all the supplies that were deemed wasted. A product failure report was filed and this did cause a slight delay in bringing the patient back to the room. The unidentifiable object is taped to the mayo stand cover where it was found for medline vendors to investigate.